Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported t-wave oversensing was observed during a follow up visit. The patient did not receive therapy. Device programming options were recommended. Device remained implanted.